Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) procedure. During the routine device interrogation before and after the MRI, it was noted that the left ventricular (lv) lead exhibited high capture threshold which resulted in loss of capture. The lv lead was unable to capture in all vectors at maximum output, and historical transmissions showed a progressive increase in capture threshold over time. X-ray and fluoroscopy later confirmed that the lv lead had dislodged into the coronary sinus (cs). The lv lead was explanted and not replaced due to challenging patient anatomy. The patient remained stable throughout the procedure.